Event description:
It was initially reported that the patient was scheduled for generator replacement due to end of service. After surgery occurred, a hospital nurse had contacted the manufacturer to return the explanted devices, and noted that both the lead and generator were replaced due to a lead discontinuity. The explanted lead and generator have been returned to manufacturer where analysis is underway. Good faith attempts to obtain additional information from the treating neurologist's office have been made, but no additional information has been received to date.